Event description:
On (B)(6) 2013, mother reported the patient fell on concrete and landed on the infusion device on (B)(6) 2013. He inserted a new battery, but the infusion device display was blank. The cartridge compartment was cracked and the display was damaged on the inside lens and looked like a rainbow. He switched to injection therapy, and his blood glucose began to elevate to the 400 mg/dl range. He was admitted to the hospital 2 days later in critical condition, and his blood glucose was 992 mg/dl. His target range is 150-200 mg/dl. He was diagnosed with diabetic ketoacidosis and treated with IV drip. He was discharged from the hospital on (B)(6) 2013 when his blood glucose decreased to his normal range, and he was prescribed a new injection therapy regimen. The infusion device, battery, and battery cover were replaced and requested for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The pump housing is broken due to a hard mechanical impact. Due to severe damages on the electronic components, the insulin pump triggered e7 electronic error messages. The insulin pump shouldn't be exposed to high mechanical forces. Due to this defect, the pump could not be operated and the delivery accuracy of the pump could not be tested. The battery cover passed the optical inspection.